Event description:
Biomed requests event log review to determine what was programmed between the hours of 4 pm and 10 pm on (B)(6) 2014. The pharmacist reported that he is unsure if the incident occurred due to a pump issue or due to someone manipulating settings on the pump. A kci bolus was infusing at 130 ml/hr. When the pump alarmed for air in line, the infusion was found to be unexpectedly complete, and to have been infusing at 999ml/hr. The pt's son gave a description of an IV infusing at 125 ml/hr, but did not notice what the other IV was infusing at. No pt harm reported.

Manufacturer narrative:
MFR's report date: 06/13/2014. Internal file no: (B)(4). Device not received, log review only. The results of the log review were inconclusive. A review of the associated pcu event log indicates that a basic primary infusion was started at 4:41 pm on (B)(6) 2014 at a rate of 999 ml/hr and ran for approx 1 min before the user accessed the pump module and started a secondary infusion at 130 ml/hr. The secondary infusion ran until 9:00 pm that evening when it completed and switched over to the primary rate of 999 ml/hr. The primary infusion continued until 9:04 pm when it was shut down by the user. The system was then powered off and remained idle for 24 minutes until it was powered on again. The user then reprogrammed the pump module to infuse potassium chloride, however, the infusion ran less than a minute before it was turned off. Total volume infused at the primary rate of 999 ml/hr was 84.7 mls. Total volume infused at the secondary rate of 130 ml/hr was 500 mls. The root cause of the customer's experience was not determined. The requested event log review was completed. At completion of the secondary infusion, the device resumed the prior setting of 999 ml/hr which was programmed at 4:41 pm. It could not be determined who programmed the device at 4:41 pm. The source of the user programming could not be determined by log review.